Manufacturer narrative:
The reported event of inability to sense and high capture threshold could not be confirmed in the laboratory. A partial lead with the connector pin measuring 7.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. During the procedure, it was discovered that the atrial lead exhibited high capture threshold and failure to sense. The lead was then cut and replaced. The patient was in stable condition throughout the event.